Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon saw a female patient with plus powered icl implantable collamer lens, implanted in right eye (od) in 2004 - 2005. The lens was reported as having a large vault, with shallow anterior chamber. The pis were patent and iop was normal. The endothelial cell count was low (1200). The lens remained implanted. Additional information has been requested but none has been forthcoming.